Event description:
Device issue: resistance, device damage. Adverse event (ae): dissection. Time of device issue and ae: during the procedure. It was reported that the first target lesion was in the heavily calcified distal right coronary artery (rca). During device (1009547-18) preparation, the physician intentionally crimped and bent the stent on the stent delivery system (sds) into a curved shape to assist with advancement. No predilatation was performed. On advancement, resistance was met at the proximal bend of the rca; however, attempts were continued to advance the sds without success. The sds was removed and it was noticed the tip of the sds was flared. Another shorter 3.0 x 12 xience v stent was implanted into the distal lesion. A dissection was noted in the proximal rca which was treated with implantation of a 3.0 x 20 xience v stent. There was no adverse pt sequela.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.